Event description:
The dr was doing part 1, abdominal plasty-panniculectomy, of 4 parts of this operation. (Part 2: exploratory lap, part 3: salpingo-oophorectomy, part 4: tah) the excalibur plus pc was set at 60w coag/60 cut blend. The dr activated the conmed pencil in coag standard mode, the electrode looked to be on fire it was so hot. There was no pt injury. The dr switched to a valleylab pencil, vl2600, and the other excalibur plus pc on the stacked table. The operation continued without further incident. The pad in use was a 3m 1179. The bars of resistance was extremely low-2 bars.